Event description:
Pci was performed on patient with ami; physician deployed one non-medtronic stent to rca. Approximately one week later physician successfully deployed 2 resolute integrity drug-eluting stents to lad during a planned pci. Approximately 4 days later patient suffered cardiopulmonary arrest, cag showed occlusion in lad. Aspiration was performed on the patient, but they expired.

Manufacturer narrative:
Date of death changed from 4 days post implant of medtronic stents to 5 days post implant.

Manufacturer narrative:
Results: inherent risk of procedure (death, occlusion); device or images not returned for evaluation. Conclusions: inherent risk of procedure (death, occlusion). (B)(4).